Event description:
It was reported that during removal of the catheter from the patient, a portion separated and remained indwelling. There are no plans to remove the indwelling piece at this time, there were no patient complications.

Event description:
It was reported that during removal of the catheter from the pt, a portion separated and remained indwelling. There are no plans to remove the indwelling piece at this time. There were no pt complications.